Event description:
Rptr alleged the rubber grips were coming off of the blood glucose monitoring inform sys. The MFR's eval dept determined the connector pins 3 and 4 were melted. No actions were reported taken or treatment was rec'd. A request was made for the return of the suspect device and replacement prod was sent.